Event description:
It was reported that during a procedure, the customer experienced a deflection issue. The issue was resolved by changing the catheter and the case was completed without any patient consequence. This event is not a reportable malfunction. Upon receiving the product in biosense webster lab on may 20th 2015, it was noticed that shaft bent, wrinkled with broken braid wire exposed through shaft material about 20.5mm from the client tip, making this event reportable. Investigation is still in progress. A supplemental report on device evaluation will be submitted.

Manufacturer narrative:
(B)(4). It was reported that during a procedure, the customer experienced a deflection issue. The issue was resolved by changing the catheter and the case was completed without any patient consequence. Upon receipt, the catheter was visually inspected and it was found shaft bent, wrinkled with broken braid wire exposed through shaft material about 20.5mm from the client tip. Sem test was performed and results showed that the separated sections of the outer member presented elongations. The elongations observed presented evidence of a plastic deformation as a product of an application of a tension force that induced the separation. Also the braid wire presented evidence of a irregular surface where the edge of the braid wire are more protruding than the middle of it. These characteristics are related to tension force or tensile overload. No other issues were found. It is unknown how this condition was generated therefore a corrective action has been opened to determine the root cause of this failure. During manufacturing process all the catheters are inspected for visual damage before packaging. On line inspections are in place to prevent these damage from leaving the facility. Per the event description the returned device was then evaluated for electrical and for deflection resistance and it was found within specifications the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4).